Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric surgery, the device jaws locked on the tissue during the second stapling in the stomach and did not perform the stapling. The device was removed without causing tissue damage. The surgical time was extended by more than 30 minutes due to the product issue. A new device was used in order to resolve the issue. No patient injury.